Event description:
It was reported by claimant¿s counsel that the claimant suffered injuries on (B)(6) 2024, resulting from one of the power load stretchers.

Event description:
It was reported by claimant¿s counsel that the claimant suffered injuries on (B)(6) 2024, resulting from one of the power load stretchers.

Manufacturer narrative:
It was reported by a lawyer representing the patient that the patient suffered injuries resulting from one of the ¿power load stretchers¿. As a result, a stryker legal coordinator attempted to reach out to the patient's lawyer for more details on the alleged event. However, no response was received. Further information surrounding the injury was not available as the alleged issue has ongoing legal matters and have been transitioned to corporate litigation to handle moving forward. Details of the malfunction, device involved, and patient adverse consequences are not able to be identified as they were not made available. If more information becomes available, this investigation may be reopened and updated.